Manufacturer narrative:
The event occurred in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow occurred when using a one-link non-dehp y-type microbore catheter extension set. Precedex at 14.2cc/hr, insulin at 3cc/hr, and propofol at 14cc/hr were being infused through one central site by using two one-link non-dehp y-type microbore catheter extension sets to create a three way extension site. No back check valve was used since none was available and it was noted that the propofol was leaking upwards into the insulin line of the one link IV tubing. The IV pump did not alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.